Manufacturer narrative:
(B)(4).

Event description:
It was reported that through merlin.net transmission, device was found to be in bvvi mode. Device download was recommended. No further information was available.